Event description:
Additional information was received that the complaint was due to patient anatomy/tissue, and not the ra lead.

Event description:
During an initial implant procedure, suboptimal measurements were observed on the right atrial (ra) lead. It was not possible to retract the helix on the ra lead while attempting to reposition. A new lead was used to resolve the event. The patent was stable.